Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient saw a sensor error on the cgm just before the sensor failed and then lost consciousness around 8:30 pm. The patient reported that she ¿does not feel hypos¿, so she did not experience any previous symptoms. The patient´s mother called an ambulance and the paramedics treated the patient with oxygen and 3 doses of glucose. There is no information when the patient regained consciousness. At the tine of the report the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.